Event description:
The patient experienced a loss of therapeutic effect and bradykinesia following use of a 'power wheel'. The patient experienced normal therapy after the device was turned back on using the patient programmer. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report #: 3004209178-2008-07255.

Manufacturer narrative:
(Bradykinesia).